Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates that after changing mobile phones and receiving authentication code, the patient was able to connect to the mobile application and is now transmitting.